Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the insulin pump was received stuck in a motor error during bolus or basal delivery loop and an motor error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Event description:
It was reported that customer's insulin pump gave a motor error alarm and another alarm. Customer's settings were erased. Customer's blood glucose was 11.3 mmol/l. The error occurred during a reservoir change. The device was not dropped or bumped. Customer stated she was at the hospital with her husband, but does not know if the device was exposed to a strong magnetic field. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.